Manufacturer narrative:
E1: patient city: (B)(6). Patient country: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that, patient faced infusion set cannula kinked event on 17-jun-2024. The infusion set was in use for one day. The site of insertion was at abdomen. The glucose level was 178 mg/dl and the patient was treated with the manual injection. Unomedical do not see kink as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can kink slightly. No further information available.